Event description:
On (B)(6) 2025, the user reported experiencing fluctuating blood glucose (bg) levels. The user reported having elevated bg levels up to 309 mg/dl which lasted for less than one hour. The user announced a meal to address the high bg, which was followed by a drop in bg to 70 mg/dl. The user reported symptoms of nausea and thirst during the event. No medical intervention or outside assistance was required. Guidance was provided regarding timing of correction and meal announcements. The event resolved without further issues.

Manufacturer narrative:
H6. Component code 4755 - patient was incorrectly announcing meal to treat high bg. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.